Event description:
Dr (B)(6), implant surgeon at the hospital, (B)(6), hip product development manager, to report that he performed a revision surgery because the patient had pain.

Manufacturer narrative:
The catalog and lot number along with the device were not provided for investigation. The event was confirmed. A voluntary recall (B)(4) was initiated for abgii and rejuvenate modular stems and necks due to the potential risks associated with these devices. The reported event is considered to be under the scope of this recall.